Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter: when using the abg, it found that the abg has blood clotting issue.